Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All test results were within range specification. The reading the customer reported was found in the meter memory.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported that on (B)(6) 2011 at 6:14 pm she received a reading of 120 mg/dl on her freestyle lite blood glucose meter, ate dinner, and then went to bed without eating her snack. The customer reportedly experienced a medical event between 11 pm and 2 am ((B)(6) 2011), when she felt dizzy, confused and lost consciousness. The paramedics were called and tested the customer's blood glucose obtaining a reading of 51 mg/dl approximately at 1:30 am. They reportedly instructed the customer to eat something and she ate a sandwich and drank a glass of orange juice. No third-party medical intervention was required and no medications were reportedly taken to counteract the event. There was no report of death or permanent impairment associated with this event.